Event description:
The biomedical engineer reported that the multigas unit was giving a check water trap error every 90 seconds. The user changed out the water trap and the device will work for about 90 seconds and then it will alarm again. When the check water trap error comes up, gas monitoring stops and the readings show dashed lines. Once the user unplugged the water trap and plugged it back in the monitor starts working again. The monitor is being used for end tidal c02 and there is an anesthesia machine monitoring the patients' anesthetic gases. No patient harm was reported. The customer returned the device to nihon kohden and an exchange unit was sent to the customer.